Event description:
Additional information was received that the right ventricular (rv) lead continued to exhibit increasing shock impedance measurements of greater than 140 ohms, thus a revision procedure was performed. The physician opted for an extraction of the existing lead and re-implant versus adding a new lead to the existing implantable cardioverter defibrillator (ICD) system. During the revision procedure, the physician experienced difficulty removing the rv lead. The extraction resulted in a complex tear of the svc. An open heart rescue attempt was made and the surgical team was able to contain and repair the svc. The patient was stabilized and is in good condition. An electrode was implanted on the same day, however a device was not implanted at that time. Seven days later the patient underwent a second procedure to implant a subcutaneous implantable cardioverter defibrillator (s-ICD). No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this single coil right ventricular (rv) lead exhibited high out of range shock impedance measurements of 150 ohms and there have been variations of 25 to 30 ohm differences from the 125 to 130 ohm range. Boston scientific technical services (ts) discussed that due to the lead being a single coil lead the shock impedance can run higher, however once it reaches above 145 ohms there can be a concern that due to a change in shock energy it may not convert a true arrhythmia. Ts suggested performing commanded maximum energy shocks. Further review also noted that the shock impedance trend showed a steady increase over the last five months. The rv lead remain in service and no additional adverse patient effects were reported.